Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump's keypad. The customer's blood glucose level was 76mg/dl. The customer was priming the device when they received the compromised force sensor system alarm. Nothing is being returned or replaced at this time.